Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a misaligned latch, which prevented it from opening. Additionally, it was observed that the rails were jammed and not functioning properly. A field service engineer replaced the rails to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer indicated that the nurses reported an issue with a drawer that was stuck. When they tried to fix it, the drawer made a clicking sound. After trying again and pulling on the drawer, it opened, but it needs to be pulled hard and doesn't open on its own, feeling stuck. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.